Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the surgical procedure involving the implantation of an ins, a device-related issue occurred while attempting to secure the electrode to the ins. At the stage of the procedure when the electrode was being fixed using the screwdriver provided in the kit, the setscrew did not tighten appropriately. Multiple attempts were made to secure the electrode; however, the screw appeared to be stripped and did not engage properly with the connector mechanism. Although the characteristic clicking sound was heard while rotating the screwdriver, indicating that the tool was engaging with the screw mechanism, the electrode could not be firmly secured. When gentle traction was applied to the electrode to verify fixation, the electrode repeatedly disengaged and could be easily withdrawn from the connector. Due to this issue, adequate fixation of the electrode could not be achieved as intended during the procedure. The observed behavior suggests a potential defect or malfunction of the setscrew mechanism, preventing proper engagement and stabilization of the electrode within the neurostimulator. This event occurred intraoperatively and was identified during the attempt to complete the electrode fixation step of the implantation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the indication for use was urgency-frequency.